Event description:
Unable to hold sealed water leakage. Unable to heat water for ablation. Sales rep contacted via phone during the procedure to trouble shoot. Unable to use the ablation equipment. Operating room (or) staff has requested the sales rep to present during the next scheduled procedure. No harm to the patient was noted.